Event description:
It was reported the programmer has a broken lcd (liquid crystal display) screen. No information was received indicating patient involvement.

Event description:
It was reported the programmer has a broken lcd (liquid crystal display) screen. This programmer is for internal use only and is labeled not for human use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed a broken display and overlay. Further testing found two printed circuit boards to be out of specification. The display was also noted to "drop" because the hinges were out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.